Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for the call was patient reported that they were experiencing pain at their implant site that began yesterday. The patient stated that they believed the pain was related to the stimulation and that their stimulation was too high, so they attempted to turn down their stimulation. The patient also stated that they started a new work from home position that was a lot of sitting and thought that could possibly be related to the issue. However, when they attempted to use their handset, the patient received a "session timed out" message in their app, and their handset froze. The patient stated that they couldn't restart the handset or navigate anywhere on the screen. Patient was transferred to hcit for further troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.